Event description:
It was reported that the number of deactivated channels because of high impedances are gradually increasing and now the patient have 7 activated channels. The patient does not report in any deterioration in sound quality but he sometimes feels disconnected when he turns his head.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.